Event description:
Knee red [localised erythema], knee swell up [knee swelling], hot to touch [joint warmth]. Case narrative: case was initially submitted via sanofi legacy database and is now being re-distributed to FDA at their request. This unsolicited case from united states was received on 21-feb-2017 from a pharmacist via health authority of united states (USA-FDA with regulatory reference number: mw5067645). This case involves a female patient of unspecified age who received treatment with synvisc one and after few days her knee swelled up, was red and hot to touch. No past drug, medical history, concomitant medication or concurrent condition was reported. On an unknown date in 2016, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (indication, batch/ lot number and expiry date: unknown) into unspecified location. On (B)(6) 2016, few days after the injection, the patient immediately had a reaction, her knee swelled up and was red and very hot to the touch. The patient contacted mdo but she was not able to go in and see him. They advised her to use compression stockings to bring down swelling. It was reported that during her last appointment mdo said she should have gone in the office to have fluid removed from her knee. There was a misunderstanding when she called mdo initially. It was further reported that the patient was going in for cortisone injections next week to help reduce the pain. The patient did not have anaphylaxis, but mdo told her it could happen next time. Corrective treatment: not reported for all the events. Outcome: unknown for all the events. Seriousness criterion: medically significant for all the events. Pharmacovigilance comment: sanofi company comment dated 01-mar-2017: this case concerns a female patient who received synvisc one injection and later her knee swell up and got red. Based upon the information received, the causal role of the product cannot be excluded from the occurrence of the events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.